Manufacturer narrative:
The initial event for driveline infection was captured under medwatch report # 2916596-2017-01833. Approximate age of device ¿ 1 year and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the during hospitalization on (B)(6) 2018, the patient¿s driveline exit site culture came back positive for mycobacterium abscessus associated abscess. This diagnosis was new and in addition to an ongoing, unresolved driveline infection by staphylococcus bacteria. The patient will need life-long suppressive therapy and will continue azithro and linezolid at current dose for 4 to 6 months with transition to more lifelong suppression regimen. No additional information provided.